Event description:
The patient reported that subsequent to the implant of a protegen sling and removal of an ovarian mass, pt experienced leakage, urinary and vaginal infections, discharge, pain, hematuria and dyspareunia. Pt reported continuous use of antibiotics macrodantin to treat the infections. The device remains in the patient. Therefore, no failure analysis is available. The co's directions for use outline as potential complications: "infections..."